Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. The customer stated that she was in a car accident and was the driver. The caller mentioned that she did not eat before picking up her dog from the groomer and she crushed into a tree. Troubleshooting was performed. The programming was correct and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to a high magnetic field. Assisted the customer to run the displacement test and passed. No further information was provided.